Manufacturer narrative:
(B)(6). Conclusion and justification status for MDR: visual review was conducted on the returned sample and no burrs or other obstructions are on mating features of the part. Device history record review confirmed the manufacturing lot was manufactured per specification and all raw materials met specification. As the complaint has been deemed unconfirmed, no root cause has been established. Based on the inability to identity product failure, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Tibial insert did not lock into the modular tibial tray.